Manufacturer narrative:
The investigation consists of a ventilator log evaluation and information received from our sales and service unit. Evaluation of the received logs from the ventilator, to which the compressor mini was connected to, confirms the reported low air supply pressure alarm. This indicates that no compressed air was being supplied to the ventilator. A field service engineer (fse) was dispatched to investigate. The reported pressure from the compressor could not be reproduced. All connections were verified and all hoses tightened. The compressor passed all functional and safety tests per factory specifications, and was returned to the customer and cleared for clinical use. The root cause of the reported issue cannot be determined as a result of the failure to reproduce the reported failures during on-site evaluations.

Event description:
It was reported that the compressor mini generated a "low pressure" alarm. There was no patient involvement reported. (B)(4).